Manufacturer narrative:
A patient was experiencing burning and uncomfortable sensation was reported to abbott. It was determined the patient underwent rf ablation procedure where the ipg had reset and stopped working. A rep met with the patient and trouble shooting was able to reconnect and the generator was on and issue was resolved. A review of documentation supplied with the implant states that electromagnetic interference (emi) sources should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was experiencing burning and uncomfortable sensation. Patient underwent rf ablation procedure where the ipg had reset and stopped working. Company manufacturer met with the patient and trouble shooting was able to reconnect and the generator was on and issue was resolved.